Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the attendant was doing continuous ambulatory peritoneal dialysis (capd) without proper training. The day following the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with intraperitoneal ceftazidime (1 g; frequency and duration not reported) and intraperitoneal cefazoline (1 g daily; duration not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient is recovering from the peritonitis event. It was not reported if the patient or attendant was retrained on proper aseptic technique. No additional information is available.